Event description:
The customer reported blood stained fluid leak of approximately 3 ml around the front left side of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained to the instrument and fluid leaked onto the counter. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered that the leak was due to a hole in tubing at the differential waste chamber vc13 at pinch valve vl53b. The fse replaced the tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to a hole in tubing at the differential waste chamber vc13 at pinch valve vl53b.

Manufacturer narrative:
(B)(4).